Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal and proximal conductors of the lead developed fractures due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a rise in pacing impedance. It was also noted that the patient had left arm pain since implant. The patient will be monitored by in-office checks every three months and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Product event summary: performance data was collected for the lead and analyzed. The weekly pace impedance trend data shows a gradual increase for minimum and maximum ventricular pace impedance equal to a 1064 to 2603 ohms range between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was further reported that the patient presented to the emergency room with chest pain. The rv lead had noise, high impedance, and a potential fracture. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.